Event description:
It was reported that before the surgery, open the packing noted the inner packing (sterile packing) was damaged. Changed another one , the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch #v9524n. Investigation summary: a photo along with the device and packaging was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. During the visual analysis of the photo, the following was observed: the photo shows one device outside packaging and another device inside the packaging. Visual analysis of the returned sample determined that two b12lt devices were returned outside of the packaging only one tyvek was returned. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have holes in the tyvek, the holes were noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ethicon product is 100% inspected prior to release. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 390a64, and batch v9524n, and no non-conformances were identified.